Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During interrogation, after an MRI procedure, a diagnostic anomaly on the device was noted. The device was at elective replacement indicator (eri) due to the MRI. After re-interrogating the device after 24-hours, the battery range returned to normal. The patient was stable with no adverse consequences.